Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no noticeable external damage. Customer?s reported issue was not duplicated during start-up and occlusion test. The root cause of the reported issue was not determined because reports issue could not be duplicated. Actions taken to mitigate the reported issue: replaced main board as a preventative measure.

Event description:
It was reported that device failed phase background test. No patient injury reported.